Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an acute kidney injury. During a pulsed field ablation (pfa) to treat an atrial fibrillation a farawave was selected for use. The device was used to complete the pulmonary vein and posterior wall isolation with about 70 applications. It was noticed after the procedure, that the patient's creatinine levels rose from 1,2 to 2,0. No interventions took place to treat the issue. The patient was kept for observation. The device is not expected to return for analysis.